Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the defibrillation system was explanted on (B)(6) 2018 because of an infection. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the defibrillation system was explanted on (B)(6) 2018 because of an infection. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.